Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient currently receiving intrathecal baclofen (unknown) and bupivacaine and previously receiving intrathecal dilaudid (hydromorphone) via an implantable pump for intractable spasticity. The patient reported they had the pump refilled yesterday and now the pump was beeping or screaming and they could not hear it but his wife could hear the alarm. Patient stated it drove his wife crazy last day and she had to go sleep on the couch. Patient stated a nurse came out to the pain center of america to refill his pump. Patient mentioned they were a paraplegic and it was very difficult for him to make it to the healthcare provider yesterday. Patient stated his alarm date was yesterday. Agent asked patient if they had a personal therapy manager (ptm) and patient said no. The patient was redirected to their healthcare provider to further address the issue. Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal medication via an implantable pump for intractable spasticity. The hcp reported that the patient had her pump filled on (B)(6) 2025 and the pump was alarming caller stated they filled the pump but the pump was still alarming a low tone alarm. The hcp stated that the patient had 1.5 ml left in the pump when they had it filled. Technical services walked the hcp through silencing the alarm.